Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings between 0.7 mmol/l and 5.6 mmol/l on the contour xt meter. The customer provided an example where the blood glucose readings of 0.7 mmol/l and 4.9 mmol/l were obtained within 10 minutes. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The customer discarded the test strips and since the strip information is not available, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for the suspected contour xt meter as 14-mar-2016. The correct device manufacture date is 11-jul-2017. Section h4 has been updated with this information.